Manufacturer narrative:
Verhaeghe, l., et al (2025). The effect of different ablation modalities for atrial fibrillation on left atrial remodeling and function. Europace, 27 (suppl 1), euaf085.167. Doi.org/10.1093/europace/euaf085.167. B3 date of event: article publish date used as event date is unknown. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. E1 initial reporter phone:(B)(6). This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via literature that cardioversion occurred. A single center prospective study was completed to assess the effect of pulmonary vein isolation with radiofrequency ablation (rfa) or pulse field ablation (pfa) on left atrial remodeling and mechanical function in patients with paroxysmal atrial fibrillation. Fifty nine (59) patients were enrolled in the study, twenty eight (28) of which underwent rfa via an unknown thermal ablation catheter and thirty one (31) patients underwent pfa with a farawave catheter. Of the 31 patients who received pfa via the farawave catheter, four (4) required electrical cardioversion during the procedure. No further information on the status of the patients is available.

Manufacturer narrative:
Verhaeghe, l., et al (2025). The effect of different ablation modalities for atrial fibrillation on left atrial remodeling and function. Europace, 27 (suppl 1), euaf085.167. Doi.org/10.1093/europace/euaf085.167. B3 date of event: article publish date used as event date is unknown. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. E1 initial reporter phone: (B)(6). This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. With all the available information, boston scientific (bsc) concludes: investigation summary: although the product was not returned it was determined that additional intervention, including resuscitation, is a known inherent risk of use of the farawave catheter. Device history record review: the lot number of the farawave catheter was not provided, therefore a device history record review was unable to be performed. The upn of the farawave catheter was not provided, therefore a ship history of previous lots sent to the customer were unable to be reviewed. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Device technical analysis: the farawave catheter was not returned, therefore returned device analysis could not be performed. Labeling review: the farawave catheter instructions for use (IFU) lists additional intervention required, including resuscitation, as a known potential adverse event associated with the use of the device. Investigation conclusion: bsc has assigned an investigation conclusion code of known inherent risk of device. It was reported via literature that four (4) patients that underwent a pulse field ablation procedure using a farawave catheter required cardioversion during the procedure. Additional intervention, including resuscitation, is a known potential adverse event associated with the use of the farawave catheter. Risk review: a review of the farawave catheter hazard analysis and risk thresholds was completed and confirmed that the event of resuscitation was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported via literature that cardioversion occurred. A single center prospective study was completed to assess the effect of pulmonary vein isolation with radiofrequency ablation (rfa) or pulse field ablation (pfa) on left atrial remodeling and mechanical function in patients with paroxysmal atrial fibrillation. Fifty nine (59) patients were enrolled in the study, twenty eight (28) of which underwent rfa via an unknown thermal ablation catheter and thirty one (31) patients underwent pfa with a farawave catheter. Of the 31 patients who received pfa via the farawave catheter, four (4) required electrical cardioversion during the procedure. No further information on the status of the patients is available.